Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer report number:1627487-2020-49221. It was reported that patient was experiencing lead migration and confirmed via x-rays. As a result, patient may be awaiting surgical intervention to address the issue

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the leads were replaced.

Event description:
Additional information received, indicated therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.